Manufacturer narrative:
Additional information received from the patient: patient reported that he has some permanent vision blurring in the (right) eye due to an earlier repair to a hole in the macular - nothing to do with your lens. The right eye is blurred for both distant and close vision. The card handed to me after the lens was fitted does not have an amo label attached and says (hand written) is 13mm, 6mm +20.0 dia. No serial number. Patient is due to see another consultant on (B)(6) (2013). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). To date the intraocular lens remains implanted.all pertinent information provided to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported by a patient, that he was fitted with tecnis multifocal intraocular lenses in both eyes. The lenses were implanted (B)(6), 2010 in the left eye and (B)(6), 2011 in the right eye. Reportedly, the left intraocular lens is fine and there was no change to the patient's vision since the lens was implanted. The right eye was fine at first; but focusing has now deteriorated, especially when reading, the print is blurred. Further, the patient's physician stated ''I can see no problem with the eye, and suggested the patient get reading glasses''. The patient is not happy with the physician's suggestion. No further information was provided.